Event description:
It was reported that immediately post port placement procedure, the port system could not be infused. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2025).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI ultra slimport implantable port was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During functional evaluation, pressure was felt upon infusing the port and aspiration was unsuccessful. However, the investigation is inconclusive for the reported difficult to flush as only partial device was returned for evaluation and the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 05/2025), g3. H11: g1, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that immediately post port placement procedure, the port system could not be infused. It was further reported that the device was removed and replaced. There was no reported patient injury.